Event description:
Caller reported that the battery of their t: slim x2 pump would not charge. Blood glucose levels were not impacted adversely. The caller initially used the recommended charging equipment, but the pump failed to charge. They then used a different wall adapter, which resolved the issue, and were informed that using non-tandem charging supplies is not recommended unless troubleshooting. Tandem technical support committed to sending a replacement wall adapter. The pump began charging, and no further assistance was required.